Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse recalibrated the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an improperly calibrated usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report an issue with universal surgical manipulator (usm) 2 which was moving freely during instrument advancement even though the usm was docked to the port and clutched. The customer described the usm's behavior as "floating". The technical support engineer (tse) asked the customer to confirm whether the port clutch button was pressed during the event, and the customer confirmed that it was not. The tse then reviewed the system error log, but did not identify any errors related to the issue. As a result, the local field service engineer (fse) was dispatched to the site for further inspection. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was further clarified that when the port clutch was engaged and no hands were used to control the universal surgical manipulator (usm), it would move to a certain point. The issue occurred both with and without the surgeon's head inside of the surgeon console¿s high resolution stereo viewer (hrsv). There was no shakiness or friction experienced/observed. Additionally, there was no instrument-to-instrument or system arm-to-arm interference or any external collisions to have occurred during the event. No actions were taken to resolve the reported issue as it did not stop the procedure, and only occurred when the port clutch was engaged and no hands were controlling the usm. There was no injury to the patient as a result of the issue. The probable root cause is attributed to a hardware issue with the usm.